Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history due to a defective pump head module. The pump head module was replaced to correct the reported condition. Baxter has received similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
Colleague infusion pump was reported originally for a failure code 808:02. It is unknown when the reported condition occurred. No patient injury or medical intervention was reported. During a review of the pump's event history by baxter canada personnel, the device was found to have experienced a failure code 808:02 which interrupted delivery. This device utilizes user interface module master software version 6.63.92 categorized as remediated.